Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation revealed a blank display. The pump was opened and moisture induced corrosion was found on the printed circuit board and the display connector. Investigators determined that the blank screen was caused by moisture induced corrosion on the display connector.